Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty mother board, a faulty generator board, and a faulty front panel. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, high frequency electrosurgical units to the olympus service center. Upon inspection and testing of the returned device, it was observed that an error e214, error e433 and the touch screen could not be controlled. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that error e214 was due to a faulty mother board, error e433 was due to a faulty generator board and the touch screen could not be controlled due to a faulty front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.